Event description:
On (B)(6) 2011, patient had right femoral hemodialysis catheter from angiodynamics catalog no. 10301201 placed in the operating room. X-ray in operating room showed piece of guidewire noted on the film.